Event description:
The high frequency jet ventilator (hfjv) started to alarm, the heater alarms were all flashing at once and the digital readout would turn off and on, biomed and rt supervisor notified. The hfjv was switched out to a new one. Biomed investigated and was able to reproduce the problem. Unit is being sent back to the manufacturer for review.what was the original intended procedure?ventilator.device #1is this a laboratory device or laboratory test?no.